Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs 1225714-2014-05084, 05085, and 2937457-2014-01185.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.